Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the returned instrument has fractured in the balloon 7 mm distal to its proximal end. The fracture site is deformed. The deformation is indicating a mechanical overload during withdrawal. The distal part of the device was not returned for investigation; but it was stated to be withdrawn with the guiding catheter and an additional guidewire. A part of the distal guidewire lumen was returned as well and shows plastic deformation. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified. The device fracture most likely occurred due to a mechanical overload during withdrawal.

Event description:
After pre-dilatation with a balloon catheter, the pro-kinetic energy stent was successfully implanted in the proximal rca. During withdrawal of the delivery system, the device fractured and a distal part of the balloon remained at the tip of the guiding catheter. The part could be retrieved with a balloon and another guide wire.